Event description:
The patient stated that her blood glucose elevated to 500 mg/dl and she then discovered that the outer tubing of her infusion set had separated near the luer connection. She stated that she changed her infusion set and bolused through her infusion device and her blood glucose is lowering. No symptoms of elevated blood glucose is under 200 mg/dl. The patient stated that earlier in the evening her infusion device fell causing the infusion tubing to be pulled. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.